Event description:
Medtronic received information that a transcatheter bioprosthetic valve was implanted valve-in-valve into a failed 21 mm sorin mitroflow aortic valve. The failure mechanism of the sorin was not reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).